Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and a mesh was implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on 05/08/2001 concurrently with a cystoscopy, total vaginal hysterectomy, and bilateral salpingo-oophorectomy. It was reported after mesh insertion on (B)(6) 2010 that the patient underwent a cystoscopy and urethrolysis for urinary retention and chronic cystitis. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent urinary tract infection.

Event description:
It was reported that following insertion the patient experienced recurrent urinary tract infection.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence and dyspareunia. It was reported that the patient experienced urinary retention and underwent revision on (B)(6) 2010. The patient underwent a hysterectomy on (B)(6) 2011. No additional information was provided. (B)(4) - urinary problems; undefined recurrence; dyspareunia.